Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 08/14/2025, it was reported by a sales representative via (B)(4) that an ar-13993 suture passer is damaged non-specifically. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.